Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on a merlin.net transmission. The noise triggered multiple non-sustained ventricular oversensing egms. The patient was asymptomatic. The lead was capped and replaced. Patient was fine after event.